Event description:
Device attached to laparoscopic instrument, while using device, manipulating bowel tissue, device fell off instrument into the pt's abdomen. Inserts were identified and removed from the abdomen. No injury or harm to the pt.